Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made to verify that customer had an alternative backup insulin therapy, however customer did not respond. There was no reported adverse impact to the customer¿s blood glucose level.